Manufacturer narrative:
(B)(4). This report involves an unknown baxter flexicap disconnect cap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a home patient (hp) experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was hospitalized for three days for the peritonitis event. One day after discharge, the hp was readmitted to the hospital and was discharged six days later. The hp was treated with intra-peritoneal ceftazidime, 2 gram (frequency and duration not reported). At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The patient was readmitted to the hospital for the peritonitis event for an additional ten days and then discharged. At the time of this report, the outcome of the peritonitis event has been updated to indicate the patient is still recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was not readmitted in hospital for peritonitis (previously reported as readmitted in hospital for event of peritonitis for additional ten days). On an unreported date, in the same month as the onset, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.